Event description:
Reporter indicated that vns pt experienced an increase in seizures and abnormal breathing at night since an increase in programmed parameters approximately two weeks prior. It was reported that the increase in seizures was not above pre-vns baseline frequency and could possibly be attributed to a cold that the pt had a few weeks ago. The pt reportedly has difficulty breathing and stops breathing for short periods. The pt's family member, who is a physician, used a pulse oximeter on the pt at night and noted that their oxygen saturation fell from 97% to 90% and their heart rate increased from 82 beats per minute to 92 beats per minute. Treating neurologist indicated that the pt experienced an increase in lethargy and an increase in seizures, especially at night. It was reported that the pt experienced stridor during sleep with stimulation and that their oxygen saturation was 90% during these episodes. It was reported that the pt's overall health condition was worsening and that the pt was experiencing sleep apnea. Device diagnostic testing was within normal limits, indicating proper device function. Further follow-up revealed that the pt's condition had improved after a reduction in programmed device settings and changes to their drug regimen. The pt has experienced no further episodes of stridor and their seizure episodes have decreased.